Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿

Event description:
It was reported that a minimum fill notification occurred after over filling a cartridge with 500 units of insulin. The customer¿s blood glucose level was 180 mg/dl. Reportedly, customer added insulin to cartridge and loaded it successfully.